Event description:
Report status: malfunction. Report rationale: distal shaft separation has caused or contributed to pt injury previously. Device issue: distal shaft separation. It was reported that the procedure was a multi-vessel case. As the mini vision was being advanced on the whisper guide wire, it became stuck. When attempting to remove the device, the distal shaft separated. The entire stent delivery system (sds) was removed without pt injury, as it had not yet entered the pt. No pt effects were reported. No additional event or pt info is available.

Manufacturer narrative:
Product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood visible in the guide wire lumen and tip. There was no contrast visible. The stent implant was stationary on the balloon between the markers. There was no damage noted the stent implant. The balloon was tightly folded. The balloon was detached from the inflation lumen at the proximal seal. There was 7.5 cm of the guide wire lumen attached to the separated balloon. The guide wire lumen was separated 7 mm distal to the guide wire exit noch. There was no other damage noted to the sds. The used whisper guide wire was returned with no damage noted. Deltronic pin gauges wer used to measure the tip inner diameter and the guide wire exit notch. The inner diameters met mfg criteria. A laser micrometer was used to measure the outer diameter of the whisper guide wire. The outer diameter met mfg criteria. The used guide wire could not be backloaded into the sds due to the balloon and glide wire lumen separations. The sds was sent to scanning electron microscopy (sem) for further analysis. Product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion.